Manufacturer narrative:
The device is not returned as such an actual device evaluation is not done. An evaluation is done by historical records. This supplemental report is being submitted to provide this information. The device history record review performed for the complaint device has not indicated any issues with the manufacturing process that might explain the failure observed. It was reported that the customer's g400 generator display blinks when a handpiece is plugged in and the output check values are low. This device was not returned by the customer. Because the device was not returned the complaint was unable to be confirmed.

Manufacturer narrative:
There is no additional information for this event as yet. The device is not returned, as such, a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, during testing the device display flickered with the plugging of the hand-piece. The output was observed to be minimal, 4 w instead of 100 w, or none when checks were made. The footswitch was working with no issue. There was no patient involvement and no adverse impact to any patient.